Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the firing stopped after advancing to the first delineation on the reload. The blue button on the idrive was pressed, but firing did not restart. The surgeon pushed the silver button, retracted the knife blade, and the reload was released from the tissue. The staple line was completed with a new reload which was fired from the end of the initial staple line. No reinforcement material was used. There was no unanticipated tissue loss or tissue damage. There was no blood loss of 500cc's. There was no extension of surgical time over 30 minutes. The last known patient status is good.

Manufacturer narrative:
(B)(4).